Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site and noted that there was a buildup in the chloride port of the flowcell. The fse proceeded to clean the flowcell and replaced the ion selective electrode (ise) tubing and all quad rings to resolve the issue. Beckman coulter's analysis of the absorbance versus time plot of the sample concludes that the plot is consistent with the presence of bubbles in the flowcell, which could be caused by a buildup in the chloride port. Failure mode of the event is attributed to a buildup in the flowcell chloride port. Results: flowcell chloride port.

Event description:
The customer reported obtaining erroneously high sodium (na), potassium (k), chloride (cl), and low carbon dioxide (co2) results for one (1) patient sample from the unicel dxc 600i synchron access clinical system. The customer noted that the calcium (calc) result was suppressed (no numerical result) for the same sample. Subsequent repeats of the patient sample on the same instrument and on an alternate dxc instrument produced matching lower results which were reported out of the laboratory. There was no change or effect to patient treatment in connection with this event. The instrument did not generate any obstruction detection errors or calibration failures for this event. Quality control (qc) results prior to and following the event were within the laboratory's established ranges.